Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the circumflex. Cec adjudicated that the patient had non-q-wave mi (target vessel), 3rd udmi peri-pci due to laboratory results .